Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to cubie lid open and stuck up. A customer support specialist had client pulled hard on drawer 1 and then drawer 2 opened. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system had a drawer failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.